Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because up arrow button was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices or the mildly calcified patient anatomy or the implanted stent, such that the balloon ruptured upon the third inflation at 16 atmospheres (atm) which is below the rated burst pressure (rbp) of 18 atm. Additionally, as the balloon rupture would affect the deflation of the balloon, it is possible that the balloon did not refold properly, therefore contributing to the difficulties removing the balloon through the guiding catheter. All the devices were removed as a single unit; therefore the lesion had to be reassessed through a new puncture site to continue to treat the distal lesion. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Without the product to examine, a definitive cause for the reported balloon rupture and difficulty removing the catheter cannot be determined. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient nad device information. Dilatation catheter: lacrosse; guide wire: runthrough; guiding catheter: heartrail 5fr; stent: cypher the customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the target lesion was the left main, with no tortuosity, mild calcification, with a 75% stenosis. The vessel diameter/length was 5 mm/20 mm. A 5.0 x 12 mm voyager nc was used for post-dilatation of a non-abbott stent. The voyager nc was inflated at 16 atmospheres (atm) for three times (15 sec. Each); however, a pinhole rupture was observed when the third inflation was completed, so the balloon was deflated. It was confirmed that contrast media remained in the distal part of the balloon. Attempts were made to pull the balloon into a non-abbott guiding catheter, but the balloon caught on the tip of the guiding catheter and was unable to be removed. Therefore, it was removed up to the sheath along with the guiding catheter, but the devices were unable to be pulled into the sheath, so all devices were removed from the patient. The distal lesion had not yet been treated and hemostasis had been performed at the puncture site. The lesion was reaccessed through a new puncture site with the placement of a new 6fr guiding catheter, and percutaneous coronary intervention was performed distally. No patient effects were reported. No additional information was available.